Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an intestinal curtain procedure, the severed end of the blood vessel adhered to other parts of the mesentery, forming a band that causes strangulating bowel obstruction, requiring surgery. It was noted that the patient was hospitalized. After the procedure, abdominal pain was noted.

Event description:
According to the reporter, during an intestinal curtain procedure, the severed end of the blood vessel adhered to other parts of the mesentery, forming a band that causes strangulating bowel obstruction, requiring minimal surgery. It was noted that the patient was hospitalized. It was noted that the suture was partially removed. After the procedure, abdominal pain was noted.

Manufacturer narrative:
Additional information: b5, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.